Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 12 years and 6 months due to severe prosthetic aortic valve stenosis. Per the op report, the old aortic valve was difficult to removed. The valve leaflets were noted to be fixed and rigid and "sort of a dense cardboard-type consistency." The annulus and ventricle were reconstructed, and a new edwards bioprosthetic valve was implanted. Based on the discharge summary, the post-op echo showed a well seated aortic valve. Left ventricular function was preserved at 55%. The patient was discharged on (B)(6) 2012 in stable condition.

Manufacturer narrative:
Eval code = device not returned. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). The op report documents rigid and fixed valve leaflets. Unfortunately, the explanted device was not returned for analysis; therefore, the exact nature of this event could not be determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.